Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 483 mg/dl. Customer¿s blood glucose reading was 309 mg/dl before high blood glucose and current blood glucose reading was 313 mg/dl. Customer was treated with bolus and manual injection. The insulin pump will not be returned for analysis.